Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed at the bottom of the dialyzer. Estimate blood loss was less than 250 ml's. No defects were noted on the dialyzer. No medical intervention was required. Patient had no adverse effects. Sample was discarded by the user facility; sample is not available.